Event description:
It was reported that the r-waves had decreased, no capture was seen at 7.5v and the patient experienced diaphragmatic stimulation. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.